Event description:
Ever since my lasik surgery in (B)(6) 2008, I have been experiencing increased discomfort in my eyes. My eyes are unable to produce any basal or reflex tears. As a result, I have been suffering from much discomfort in my eyeballs including pain, severe dryness, itchiness, constant sensation of a foreign object under my eyelids, eyelid twitching and blurry vision. Every time I have attempted to bring my concerns to an optometrist, I have been told that I have 20/20 vision and that I should use artificial tears to treat all the problems listed above. However, eye washes and artificial tears are ineffective because they provide relief for a brief 20 minutes before the problems return. I wish diamond vision had explained to me in detail that although lasik would correct my vision, it would also permanently damage my eyes ability to produce tears. This is important information that people who are considering this procedure should know because it affects the overall health of our eyes.